Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the c34 error issue and tried to verify using the fluke tester. The unit was not able to get monopolar output. The fse replaced erbe unit. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. Fa confirmed the customer complaint upon start-up. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted ileocecal resection surgical procedure, an c-34 error message and bipolar instrument was not delivering energy. The technical support engineer (tse) viewed the system logs and confirmed the c-34 error. The customer rebooted the erbe and then received a c-92 error. The tse mentioned a couple of options for the customer to consider, by swapping the vision carts with another system or using a valley lab force triad. There was no reported injury. Intuitive surgical, inc. (Isi) field service engineer (fse) provided the following additional information: although, the customer reported the issue while using bipolar, when they went on site to test it out, the bipolar was firing but the monopolar was the one that was not firing at all and the error message c-34 was triggered every time the unit was turned on.